Event description:
It was reported that tip detachment occurred. The 85% stenosed target lesion was located in a mildly tortuous and severely calcified tibial artery. A v-14 short taper 300cm angled tip guide wire was advanced to cross the lesion. However, during procedure, the tip of the wire broke off. The physician tried to snare the tip of the device but it was unsuccessful. The tip remains in the patient's body. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the returned guidewire had the distal tip damaged; the polymer tip was detached. The damaged section was located approximately at 299.5 cm from the proximal end and the detached section was not returned. The distal tip was kinked approximately at 298 cm from the proximal end. Attached to the guidewire, a torque device was returned. No more damages were found in the device. The outer diameter of middle of the device and the proximal section are within specifications.

Event description:
It was reported that tip detachment occurred. The 85% stenosed target lesion was located in a mildly tortuous and severely calcified tibial artery. A v-14 short taper 300cm angled tip guide wire was advanced to cross the lesion. However, during procedure, the tip of the wire broke off. The physician tried to snare the tip of the device but it was unsuccessful. The tip remains in the patient's body. No patient complications were reported and the patient's status was fine.